Event description:
On 26th february 2024 getinge became aware of an issue with one of our equipments ¿ xs single flat screen holder. As it was stated, upon the preventive maintenance activities being performed on the device, broken off locking pins from spring arm's side covers were found. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Following the clarification received from service technician, it has been concluded that the broken locking pins were found inside the device and did not fall down from the device. Therefore, the initially considered risk of particles falling off into sterile field or during procedure was not present and the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
The correction of b5 describe event or problem and h6 medical device ¿ problem code fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 26th february 2024 getinge became aware of an issue with one of our equipments ¿ xs single flat screen holder. As it was stated, upon the preventive maintenance activities being performed on the device, broken off locking pins from spring arm's side covers were found. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event or problem: on 26th february 2024 getinge became aware of an issue with one of our equipments ¿ xs single flat screen holder. As it was stated, upon the preventive maintenance activities being performed on the device, broken off locking pins from spring arm's side covers were found. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Following the clarification received from service technician, it has been concluded that the broken locking pins were found inside the device and did not fall down from the device. Therefore, the initially considered risk of particles falling off into sterile field or during procedure was not present and the scenario described in the record is considered as non-reportable. Previous h6 medical device ¿ problem code: mechanical problem/detachment of device or device component//2907. Corrected h6 medical device ¿ problem code: material integrity problem/break//1069. Initially provided information indicated that broken off locking pins from spring arm's side covers were found. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related as the broken locking pins were found inside the device and did not fall down from the device. Therefore, the initially considered risk of particles falling off into sterile field or during procedure was not present and the scenario described in the record is considered as non-reportable. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of our equipments ¿ xs single flat screen holder. As it was stated, upon the preventive maintenance activities being performed on the device, broken off locking pins from spring arm's side covers were found. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6).